Event description:
The patient was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump was evaluated at the hospital by an animas clinical representative. Eval demonstrated that the pump was operating within required specifications.